Event description:
It was reported that a malfunction alarm appeared in tandem source indicating pump malfunction, with malfunction code 12 and related fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset without recurrence of malfunction, and was advised continuing using pump and call back if issue recurred.